Event description:
It was reported that the patient (B)(6) was diagnosed with loosening of right total knee arthroplasty after tka in 2012 and post resurfacing of the patella plus increase in the thickness of the poly insert to 13mm in 2014. A revision surgery was performed and the tibial baseplate, femoral component and the poly insert were replaced.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and based on the available information, the root cause for ¿pain and stiffness¿ that resulted in the resurfacing and larger size insert cannot be concluded. However, it is not an uncommon occurrence if the patella was not resurfaced during the primary surgery. Nor can the root cause of the ¿aseptic loosening¿ that resulted in the revision of the tibial base plate and polyethylene liner with an ¿irrigation and debridement¿ be concluded as aseptic loosening can have several causes. No current information on this patient¿s current status has been provided at this time. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
The associated complaint devices were not returned. Our clinical team has concluded that based on the available information, the root cause for ¿uncontrolled pain and possible acute infection¿ or the later ¿pain and stiffness¿ that resulted in the resurfacing and larger size insert cannot be concluded. However, it is not an uncommon occurrence if the patella was not resurfaced during the primary surgery. Nor can the root cause of the ¿aseptic loosening¿ that resulted in the revision of the tibial base plate and polyethylene liner with an ¿irrigation and debridement¿ be concluded as aseptic loosening can have several causes. At a (B)(6) 2017 ¿ follow-up comparison of x-rays to (B)(6) 2016 ¿ ¿no visible periprosthetic fracture of significant lucency.¿ this patient has now had left hip total hip arthroplasty. A review of the manufacturing records for the provided batches did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved our investigation cannot proceed. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. If the devices are received in the future, this complaint can be re-opened.